Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 713 mg/dl at 1:38 p.m. On the contour next link meter. However, the highest measurement range on the contour next link meter is 600 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the contour next link meter for evaluation. However, the returned meter had a different serial # from the one implicated to be involved in the event occurrence. The customer also returned the suspected contour next test strips from lot # 9lpec01a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly marked as blood tests in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.